Manufacturer narrative:
It was reported that the device is unavailable for analysis. (B)(4).

Event description:
Per the clinic, the patient experienced a loss of osseointegration resulting in fixture loss in 2015 (specific date not reported). It was reported that the implant site has healed over. It is unknown whether reimplantation has taken place, as of the date of this report.